Event description:
It was reported that the device had early battery depletion. It was also reported that the left ventricular lead had increasing, then high, threshold and exit block occurred (no capture.) The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).